Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09496. The pt is implanted with a surgical and a percutaneous lead. It was reported the pt had been experiencing rib stimulation and does not have coverage in the desired pain pattern of the back. Fluoroscopy revealed one of the two leads have migrated slightly to the left of midline. The pt is working with her physician to determine the next course of action. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.